Event description:
The patient underwent a painless colonoscopy with polypectomy today. At approximately 8:10 a.m. On (B)(6) 2026, the endoscopy nurse prepared to insert an IV catheter to establish an intravenous line for the anesthesiology department to administer medications. No obvious abnormalities were noted during bowel preparation. However, upon aspiration after insertion, bleeding and fluid leakage were observed from the indwelling catheter. Although the patient did not report any specific discomfort, failure to promptly replace the catheter could have led to continued bleeding at the insertion site and leakage of anesthetic medication. Consequently, the catheter was immediately replaced, requiring a second puncture. This did not result in any other adverse effects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.